Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis registered nurse (pdrn) that a fluid leak was discovered after a pd treatment was cancelled during drain 4. Prior to cancelling the treatment there was an air detected in cassette warning. Fluid was then noticed leaking from the cassette chamber. Inside the cassette door there was fluid in the pump module and on the exterior of the cassette. In a follow up call to the pdrn it was reported that the patient was actually in training in the clinic, so another cycler was used to complete treatments at the clinic until the patient¿s personal cycler arrived. There were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient received the new cycler and is able to continue pd treatment at home with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis registered nurse (pdrn) that a fluid leak was discovered after a pd treatment was cancelled during drain 4. Prior to cancelling the treatment there was an air detected in cassette warning. Fluid was then noticed leaking from the cassette chamber. Inside the cassette door there was fluid in the pump module and on the exterior of the cassette. In a follow up call to the pdrn it was reported that the patient was actually in training in the clinic, so another cycler was used to complete treatments at the clinic until the patient¿s personal cycler arrived. There were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient received the new cycler and is able to continue pd treatment at home with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported by a peritoneal dialysis registered nurse (pdrn) that a fluid leak was discovered after a pd treatment was cancelled during drain 4. Prior to cancelling the treatment there was an air detected in cassette warning. Fluid was then noticed leaking from the cassette chamber. Inside the cassette door there was fluid in the pump module and on the exterior of the cassette. In a follow up call to the pdrn it was reported that the patient was actually in training in the clinic, so another cycler was used to complete treatments at the clinic until the patient¿s personal cycler arrived. There were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient received the new cycler and is able to continue pd treatment at home with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Corrected information: b.3.

Event description:
It was reported by a peritoneal dialysis registered nurse (pdrn) that a fluid leak was discovered after a pd treatment was cancelled during drain 4. Prior to cancelling the treatment there was an air detected in cassette warning. Fluid was then noticed leaking from the cassette chamber. Inside the cassette door there was fluid in the pump module and on the exterior of the cassette. In a follow up call to the pdrn it was reported that the patient was actually in training in the clinic, so another cycler was used to complete treatments at the clinic until the patient¿s personal cycler arrived. There were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient received the new cycler and is able to continue pd treatment at home with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported by a peritoneal dialysis registered nurse (pdrn) that a fluid leak was discovered after a pd treatment was cancelled during drain 4. Prior to cancelling the treatment there was an air detected in cassette warning. Fluid was then noticed leaking from the cassette chamber. Inside the cassette door there was fluid in the pump module and on the exterior of the cassette. In a follow up call to the pdrn it was reported that the patient was actually in training in the clinic, so another cycler was used to complete treatments at the clinic until the patient¿s personal cycler arrived. There were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient received the new cycler and is able to continue pd treatment at home with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
H.3. Plant investigation: the actual device was returned to the manufacturer for physical inspection a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Patient sensors passed. System air leak passed. Valve actuation passed. Accelerated stress test was performed without any failures or problems. No fluid leaks in the test cassette during the test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. Found fluid in hp3 filter. The cause of the observed dried fluid could not be determined. A review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported by a peritoneal dialysis registered nurse (pdrn) that a fluid leak was discovered after a pd treatment was cancelled during drain 4. Prior to cancelling the treatment there was an air detected in cassette warning. Fluid was then noticed leaking from the cassette chamber. Inside the cassette door there was fluid in the pump module and on the exterior of the cassette. In a follow up call to the pdrn it was reported that the patient was actually in training in the clinic, so another cycler was used to complete treatments at the clinic until the patient¿s personal cycler arrived. There were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient received the new cycler and is able to continue pd treatment at home with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.